Manufacturer narrative:
(B)(4). Corrections: adverse event. Outcome attributed to adverse event - required intervention. Type of reportable event - changed to serious injury. Evaluation summary: the device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a new proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, there was difficulty removing the proglide device from the anatomy. The foot got caught on the subcutaneous tissue. The lever was lifted and fully depressed, allowing the proglide to be retrieved with no tissue or vessel damage. The suture of the same proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.